Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device gradually declined. The user has been re-implanted.

Event description:
Hearing performance with the device gradually declined. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The problems described in the recipient report appear to match the damage found. This is a final report.